Event description:
This is a solicited report by a nurse with supplemental information by a physician from (B)(6) of break in aseptic technique and bacterial peritonitis with culture positive for streptococcus mitis in a (B)(6) male patient coincident with extraneal viaflex therapy. On an unreported date, a break in aseptic technique occurred described as "most probably he touched the connections." On (B)(6) 2010, the patient experienced bacterial peritonitis and was admitted to the hospital. On (B)(6) 2010, the patient began treatment with azactam 1 daily (until (B)(6) 2010) and vancomycin 1 gram daily (until (B)(6) 2010). On (B)(6) 2010, the patient recovered from the bacterial peritonitis. The outcome for the break in aseptic technique was unknown. Extraneal continued and the action taken with nutrineal was not reported. The physician considered the bacterial peritonitis unrelated to extraneal and did not provide a causality assessment for nutrineal. A causality assessment was not provided for the break in aseptic technique. Follow-up information was received from a physician on (B)(4) 2010. Suspect product was clarified as extraneal (nutrineal was omitted as a suspect product). Reportedly, on (B)(6) 2010, extraneal was discontinued. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the patient recovered from the event of bacterial peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.